Event description:
From a bd vacutainer 13 x 100 mm serum separator tube, the user received an hcg result of 3.19 miu per ml which was reported. On (B) (6)2009, the same patient was tested with a separate sample on a centaur analyzer at a sister site with a result of 4056 miu per ml. The doctor then questioned the initial result from 10-8-09. The sample was pulled and retested with results of 1963 miu per ml on (B) (6)2009 and 1981 miu per ml on (B) (6)2009. The user corrected the report. The user stated she doesn't not know if treatment was given or withheld based on the erroneous result because she doesn't have access to this data. It was noted the user was not using the 13 mm tube adapters on the sample racks as recommended. The field service representative could not determine a cause. He checked all mechanisms and noted they were okay. To verify the analyzer operation, he ran performance tests with results within specification.